Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a failed hardware icon was observed on the pyxis refrigerator, and access was obtained through another pyxis device. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the failed hardware icon was observed on the pyxis refrigerator. A field service engineer (fse) treated the latch to remove oxidation, adjusted the alignment of the hasp and box, and verified the refrigerator temperature using a reo temp sensor. The system functioned as intended after field service engineer repaired the device.